Event description:
Site originally called to report ikus alarming "please check drive line". Bh ca directed sited to closely observe the movement of the membrane. The membrane movement was appropriate. During investigation it was observed that the drive line was leaking. Bh ca instructed the site to replace the drive line. The site immediately exchanged the drive line. During the event, the patient's hemodynamics and condition were unchanged ((B)(4)). This patient is well known to be extremely active.

Manufacturer narrative:
Exemption number: (B)(4). (B)(6) is submitting the report on behalf of berlin heart (B)(4) (MFR.). The MFR. Of the product evaluated the driving tube nad confirmed the lead. Visual evaluation of the driving tube under 10 x magnifications showed that the driving tube was broken at the tubing connection to the blood pump. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The cause of the broken tube has not yet been determined. At this time, exposure of the driving tube to excessive external forces cannot be excluded. The incident in question is identical to another incident involving the same patient, which was reported to FDA with MFR report # 3004582654-2013-00017 on 2013-04-22. The frequency of such an incident is statistically high when compared to our market experience with the product and design tests performed by the MFR. This may suggest that the product was exposed to excessive external forces related to the patient environment. It was reported by the clinic that the patient was "extremely active" and that they fixed the blood pumps in an unconventional manner which could have resulted in excessive mechanical stress on the driving tube. Reference importer # (B)(4).